Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image and e216 scope communication error a root cause could not be identified. Based on the results of the investigation, the cause of the no image malfunction was traced to component failure. Additionally, the cause of the noisy image and e216 scope communication error was traced to corrosion of the plug unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the image of the gastrointestinal videoscope was not appearing on the screen. There was no patient involvement.